Manufacturer narrative:
Additional information provided in d.4 and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One 25+ gauge (ga)10k cuts per minute (cpm) combined pak was returned with an extra infusion manifold. The returned sample was visually inspected and surgical residue was found inside the cassette and the manifolds. A console representing the current software version was used to test the sample. The sample could prime and passed intraocular pressure (iop) calibration successfully. Fluid was able to flow from the balanced salt solution (bss) bottle to the drain bag and the infusion pressure data was within specification. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubbles in various settings in all sub modes. A pressurized leak test was then performed over the flow paths within the cassette. A small internal leak at the weld like between the pressure source and low pressure air source line was detected. While no bubbles were observed during functional testing, the customer's complaint was confirmed and appeared to be related to a leak at an internal weld between the pressure source and low pressure air source lines inside the cassette. This occurs as a result of a weaker than expected weld between the subassembly of the cassette. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Current in-process controls and product acceptance criteria continue to be acceptable. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported large amount of air was injected from the infusion tubing line in the fluid during a vitrectomy procedure. The procedure was completed after the product was replaced. There was no patient harm.